Manufacturer narrative:
G4: 14sep2020 b4: (B)(6) 2020 three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported primary alarm failed during v60 setup. The power management board is defective. There was no patient involvement.